Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed in the sheath. During a cryoablation procedure a polarsheath was selected for use. Upon inserting the catheter into the sheath to drain the backflow, air continued to enter through the hemostatic valve. The device was replaced, and the procedure was completed without patient complications. No further information provided. The product is not expected to be returned for analysis.